Event description:
The patient reported that their pump was freezing and becoming unresponsive during menu navigation and programming actions, raising safety and accuracy concerns. There was no adverse impact on the customer¿s blood glucose level. The customer declined any further troubleshooting, and no additional corrective actions were taken by technical support.